Event description:
During a coronary stent procedure of a severely calcified and tortuous rca lesion, the stent dislodged. The physician advanced the 4.0x16mm express through a previously placed stent in the rca, when the express stent locked up inside the previously placed stent. The stent was stripped off of the balloon and retrieved with a snare. No pt complications were reported.